Event description:
Consumer alleges that when the power chair is either going up or down an incline the rear casters allegedly stay in the air & do not come down. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 2 years and 2 months old. The user manual part number 1143190 (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.